Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation for the complaint device reveals: the user's report was confirmed. There is no display output. There is no front panel function due to a failure of the front control panel. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a high definition lcd monitor for use, there was an image issue. The power button lit up, the screen is black and the display is not working. Setting do not illuminate or show on the screen. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a failure of the bi-pcb (circuit board) due to the age-related deterioration since over 6 years have passed since its manufacture.